Event description:
Complaint investigation confirms test results out-of-range with control solution (specific for verifying device performance). Analysis indicates that these results, had they been obtained from a pt sample, could potentially have adverse clinical effects.